Event description:
It was reported that when the devices were used during a gastric bypass, there were no staples present when the devices were fired. Another device was used to complete the case. There was no consequence to the pt.